Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed a damaged pin within the battery's connector. The damaged pin did not allow the battery to charger or provide power to a controller. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a damaged pin within the battery's connector, possibly attributed to the handling of the battery. Concomitant medical devices: 7122q, lead, implanted: (B)(6) 2011, 1103, vad, implanted: (B)(6) 2016. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.